Event description:
A malfunction was reported on the customer's pump after it was dropped. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) as backup therapy while waiting for a replacement pump, which was sent by cts with updated software.